Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received an power loss alarm. The customer¿s blood glucose level was 6.5 mmol/l. Customer was able to successfully clear the alarm. Customer did not receive request to rewind insulin pump. Customer received again power loss alarm. Troubleshooting was performed. Customer was advised the insulin pump will need to be replaced and to revert to their back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. (B)(4).